Event description:
The facility returned the device for service. During service the baxter repair technician reported fail code 500. The hosp rep stated that there have been no reports of any pt incident involving this pump.